Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy due to oversensing of myopotential noise. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. Ts discussed troubleshooting options with further in clinic examination recommended. Therapy delivery was programmed off. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the following fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy due to oversensing of myopotential noise. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. Ts discussed troubleshooting options with further in clinic examination recommended. Therapy delivery was programmed off. This device remains in service. No additional adverse patient effects were reported.